Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly. No further testing could be performed due to the blank display.

Event description:
It was reported that the insulin pump alarmed motor error and then the display went blank. It was also reported that the insulin pump emitted a constant tone. Nothing further was reported.